Event description:
The customer generated elevated sodium results for one patient while using the architect c4000 analyzer. The customer provided the following results: initial result: 166 mmol/l, retest 138 mmol/l. Repeated on a different analyzer: 136 mmol/l. No impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24 was identified.